Event description:
Information was received from a company representative (rep) regarding a patient receiving baclofen (500 mcg/ml, 100 mcg/day) via an implantable pump for an unknown indication of use. It was reported that the company representative (rep) was in the operating room working to set up the flex programming for a pump re placement case. While working through the programming questions, it was found by the surgeon that the catheter was cracked. The old dose had been 249 mcg/day and now will be 100 mcg/day - the concentration of the baclofen was 500 mcg/ml. No further questions were asked after assisting with the prime bolus programming as the caller was supporting case in operating room. 2021-11-02 (rep) additional information was received that the pump and catheter were replaced due to a patient therapy issue. Diagnostics/ troubleshooting performed included the physician aspirating the pump. They were not aware of any external or environmental factors that may have caused or contributed to the event. The cause of the cracked catheter was undetermined. The catheter was replaced. The event was reported to be resolved. The explanted devices were in possession of the hospital lab and the rep will return when they are finished.

Manufacturer narrative:
Concomitant medical products: product ID a810, lot# serial# unknown, product type software. Product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.